Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52, implantable pacing lead, (B)(6) 2009; addr01, implantable pulse generator, (B)(6) 2009. (B)(4).

Event description:
It was reported that the right ventricular had lead failure with high pacing impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.